Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The unit was received in good condition with no visible external damage or defects observed. The mdu-5 was installed into a gold standard system and tested for functionality. The unit meets specifications and the unit underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-07264 and 2134265-2013-07265. It was reported that motor drive unit (mdu) automatic pullback failure occurred. During percutaneous coronary intervention (pci), it was noted that the mdu was unable to perform pullback. No patient complications were reported and the patient's status was stable.

Event description:
Same case as MDR ID # 2134265-2013-07264 and 2134265-2013-07265. It was reported that motor drive unit (mdu) automatic pullback failure occurred. During percutaneous coronary intervention (pci), it was noted that the mdu was unable to perform pullback. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).